Event description:
It was reported that a user and caregiver experienced difficulty performing an ilet supply change, including inserting the cartridge and confirming drops, and were initially using an empty old cartridge before replacing it with a new prefilled cartridge and reconnecting the flex infusion set; blood glucose at the time was 179 mg/dl, and the event was categorized as a use of device problem. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user via phone and video and analysis of information provided by the user. Investigation of this case revealed no device problem and that proper setup produced visible drops, with resolution after replacing the empty cartridge and completing the supply change steps, indicating user-related handling. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.